Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a lite glove. The customer reports that the lite glove came off during surgery in the operating room. As a result, the entire wound was thoroughly irrigated with normal saline. The field had to be re-sterilized. The surgical team re-gowned, re-gloved and re-draped. The pt was not prescribed any medications as a result of this incident. An estimated 15 minutes were added to the procedure time.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.